Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 161 mg/dl. Customer stated that the buttons aren't working and the pump was not dropped. Customer just changed the battery after getting a low battery alarm and it was alarming. Customer stated that the screen was not totally blank. Customer had a low blood glucose level because she had fallen asleep and did not eat. Customer stated that when she presses buttons, nothing happens except the time is changing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
All of the buttons functioned properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. No unexpected beeping tones or alarms occurred during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.